Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product was said to be involved could not confirm the report. The handle, trigger cord, and barrel were the only components included in the return. No elastic bands were returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were examined using magnification and found to be correctly filled. There was no evidence of excessive flash. The length of the trigger cord measured within specification. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: "maintain suction and deploy band by rotating the handle clockwise until band release is felt, indicating deployment." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user: "maintain suction and deploy band." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. The information provided from the user facility indicated an olympus gif-h185 endoscope was used. The olympus gif-h185 has an outer diameter of 9.2 mm. This ligator is not compatible with the olympus gif-h185 endoscope. This ligator is compatible with endoscopes that have an outer diameter of 9.5 - 11.5 mm only. The use of an incompatible endoscope could cause barrel detachment. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used with the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: "maintain suction and deploy band by rotating the handle clockwise until band release is felt, indicating deployment." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user: "maintain suction and deploy band." If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user: "place handle in two-way position when ligation process is competed, then straighten scope." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. The information provided from the user facility indicated an olympus gif-h185 endoscope was used. The olympus gif-h185 has an outer diameter of 9.2 mm. This ligator is not compatible with the olympus gif-h185 endoscope. This ligator is compatible with endoscopes that have an outer diameter of 9.5 - 11.5 mm only. The use of an incompatible endoscope could cause barrel detachment. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used with the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator. Digestive fibroscopy was being performed on a patient who needed a ligature of a varicose vein in the esophagus. They deployed (4) four elastics [bands], when they wanted to deploy the fifth elastic [band], there was no more thread [trigger cord]. The one before last (cream colour) band and the last elastic (black color) band were missing [the second to last amber band and the last black band prematurely deployed]. They took the endoscope out and decided not to go on with the procedure due to the anomaly. The following additional information was provided on 11/30/2016: the nurse mounted the ligator on the endoscope. The (6) six elastics [bands] were well on the barrel. The gastroenterologist ligated (4) four varicose veins. He wanted to ligate another, but there was no elastics [bands] on the barrel. I think the problem is not due to the ligator, but that elastics [bands] have been lost during the procedure [bands prematurely deployed].